Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the device slipped back top proximal, healthcare provider (hcp) resheathed the device, the tip coil was getting caught on middle cerebral artery (mca) perforator. Hcp tried to manipulate the microcatheter and the tip coil to get around perforator unsuccessfully. The decision was made to remove the device. There was movement during placement (difficult placement/positioning.) Multiple pipeline devices were not being used when the movement occurred. There was no friction or difficulty during delivery or positioning. The pipeline was implanted at the intended location. The pipeline missed the landing zone. There were no additional steps required to remove or secure the pipeline. The device jumped during deployment. The pipeline was placed at 3mm past the aneurysm neck on each side. No side branches were covered by pipeline. The tip of the catheter moved during deployment. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured opthalmic aneurysm with a max diameter of 4.4mm and a 4mm neck diameter. The landing zone was 2.78mm distally and 4.4mm proximally. It was noted the patient's vessel tortuosity was moderate. Angiographic result post procedure was that after the device was removed and the 2nd device was placed, everything looked great. Ancillary devices include a penumbra benchmark .071 guide catheter, medtronic phenom plus medtronic phenom 27 microcatheter, stryker synchro 2 standard guidewire.